Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study and a manufacturer representative indicated the event date was 2018-mar-26. It was noted that per the hospital records the patient went to the emergency department because of a fever. It was updated that the event was related to the system modification procedure on 2018-(B)(6). It was noted that the patient was in the intensive care unit for 1 day. No additional diagnostics tests or procedures were performed. No further actions were taken since last report. It was noted that the patient's pump was re-implanted on 2018-(B)(6)while hospitalized for tracheitis. It was noted that rhinovirus was reported in association with the hospitalization on 2018-(B)(6). The time spent in the ICU was specified in association with the hospitalization that occurred on 2018-(B)(6) for the event of tracheitis. No further complications were reported.

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report # 3004209178-2018-08796 [pump failure, hospitalization, symptoms] was previously reported. Additional information regarding that event will now be reported under manufacturing number 3004209178-2018-06384 [multiple motor stalls and recoveries]. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided indicated the event had already been reported.

Manufacturer narrative:
Patient codes (B)(4) no longer apply and instead (B)(4) applies. Device code (B)(4) no longer applies and instead (B)(4) applies.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative indicated the patient's baseline weight was (B)(6) kg. It was stated that system modification to replace the pump occurred on (B)(4) 2018 due to pump failure. The pump was replaced with pump serial #: (B)(4). It was noted that there was nothing to suggest a wound infection from the system modification procedure on (B)(4) 2018. The patient tested positive for rhino virus. The patient was also recently diagnosed with tracheitis on (B)(6) 2018 and cultures were negative. Upon discharge the patient temperature was 36.8 degrees celsius and the patient felt well. The event was not updated to not related to the procedure( it was noted to not be related to system modification procedure.) The patient's blood tests were abnormal (rhino virus). The patient was in the hospital (inpatient hospitalization) from (B)(6) 2018 until (B)(6) 2018. Cefepime intravenous (IV) was initiated and cefepime IV was discontinued. The outcome of the event was noted to have resolved on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-mar-27 regarding a patient receiving remodulin via an implanted infusion pump. The indication for use was unknown. It was reported that the patient had an implant on (B)(6) 2018, and woke up on (B)(6) 2018 with a fever. The patient went to the emergency room and had a temperature of 38.7 degrees celsius. It was noted that per protocol, a low grade fever was expected in a 48 hour timeframe. It was indicated that the event was related to the implant procedure, and the event was serious. The patient's blood tests were abnormal, with the white blood cell (wbc) noted as increased at 11.5. Echocardiogram (ECG) and chest x-rays were normal for the patient. The event resulted in inpatient hospitalization on (B)(6) 2018, and a cefepime IV was initiated. The event was unresolved with further actions/treatment planned. No further complications were reported or anticipated.